Manufacturer narrative:
(B)(4) - device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 7 infusion set tubing leak event on (B)(6) 2024. The infusion set was in use for more than 24 hours. The glucose level was 240-250 mg/dl. No further information available.